Event description:
It was reported that during a device check, it was noted that elective replacement indicator (eri) was triggered (B)(6) 2013. However, data taken (B)(6) 2013 shows an intrinsic rate at 62 beats per minute and atrial pacing at 85 mimicing beginning of life behavior. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 407645 implantable pacing lead, implanted: (B)(6) 2006; product ID: 407652 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.